Manufacturer narrative:
Concomitant products: product ID 3487a, lot# l48452, implanted: (B)(6) 1998, product type lead; product ID 3487a, lot# l50858, implanted: (B)(6) 1998, product type lead; product ID 749851, serial# (B)(4), implanted: (B)(6) 1998, product type extension; product ID 74001, lot# n334834, implanted: (B)(6) 2013, product type adapter. (B)(4).

Event description:
It was reported that no stimulation sensation was being felt by the patient. A company representative was meeting with the patient on the day of the report. Later that day it was reported that the patient was reprogrammed and was feeling stimulation at 10.5 v. The patient was reprogrammed to 0-, 1-, 2+ and was previously programmed to 0+, 1+, 2-, 3-. It was stated that electrode #3 was greater than 2,000 ohms. All of the other electrodes were in the 1000 ohmrange. It was stated that the patient "may want leads removed to have and MRI and replaced later in the future". It was also stated that the patient had "other issues".